Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 09/10/2016 with a blood glucose level of 350 mg/dl. The customer felt symptoms of nausea. The customer was wearing the insulin pump during their hospital stay. The customer treated their blood glucose levels with 15 units of insulin. The customer believes that their cannula may not have been long enough. The customer was sent new sets to try and resolve the issue.